Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose level that ranged from 128-497 mg/dl with trace ketones that the health care provider determined to be dangerous and life threatening. Customer was treated with intravenous fluids of saline, insulin, d50 (glucose) and sugar water and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, a replacement ump was sent to the customer to resolve the malfunction issue.